Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00301 with the FDA on 20-nov-2023. Additional information (27-nov-2023): in addition to the actions performed by the siemens customer service engineer (cse) noted in the initial MDR, the cse verified proper aspiration and dispense from reaction washer (rw) probe 4 and determined that there was no subsequent leaking or drops on end of probe tip. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) atellica ch 930 customer contacted siemens and reported that the aspiration probe 4 was leaking at the washer station of the analyzer. It is unknown if there were any discordant patient results generated. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse found sample arm auto check errors and the washing probe 4 dripping. The cse replaced the aspiration probe 4 washer station valve and cleaned the probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An atellica ch 930 customer contacted siemens and reported that the aspiration probe 4 was leaking at the washer station of the analyzer. It is unknown if there were any discordant patient results generated. There are no known reports of patient interventions or adverse health consequences due to this event.